Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. During a pump system check, a new cartridge was loaded, and a minimum fill notification was received. A pump air leak was detected. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer resumed insulin delivery but does have an alternate method insulin therapy available if needed.